Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it was determined to be too large and was attempted to be removed from the patient. The closure device was successfully recaptured into the wds. The physician attempted to withdraw the wds from the was but was unable to remove the wds. The physician needed to remove the was and wds from the patient at the same time. It was noted that the tip of the was had been inverted and damaged. A new was and 35mm wds were then used to successfully complete the procedure with the closure device implanted in the laa of the patient.